Event description:
Distributor reports pt self-tester generated results lower than reference with the protime microcoagulation system. Protime generated 1.9 inr. The following day, test result generated at physician's office was 3.5 inr. Pt treatment based on result obtained at the physician's office. Pt's therapeutic range; 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# c2p3c057. Method: actual device evaluated (instrument). Process eval performed. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends or CAPA identified. Result: reported customer complaint was not confirmed through instrument eval. Itc has requested all data required for form 3500a.